Event description:
It was reported that the patient presented into the emergency room due to syncope. Crosstalk resulting in inhibition of biventricular pacing was observed. A decrease in sensing was also noted. The patient elected to have the device be programmed to voo and high voltage therapy off.